Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that investigation of a returned pump revealed elevated left ventricular assist device (lvad) monitor current values which appeared consistent with a current sensing issue.

Manufacturer narrative:
Section d1, brand name: corrected section d4, catalog number and UDI: corrected section d6b, date of explant: corrected section d9, device available for evaluation: corrected section h6, medical device problem code: corrected. Manufacturer¿s investigation conclusion: the account communicated that the patient was routinely transplanted. The evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the retrieved log files confirmed a current sense issue. The current sense issue would not have contributed to a functional issue for the customer, and there were no alarms, clinical symptoms, or device-related issues reported in association with the routine heart transplant. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The remainder of the pump cable, as well as the modular cable, was not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware with the outflow graft clip in place. The apical cuff was returned with the cuff lock fully engaged and included a section of tissue from the ventricle. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook is currently available. Section 5 of the patient handbook "alarms and troubleshooting" address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.